Event description:
It was reported that during a cardiac ablation procedure using a pulse field ablation device, a dissection of the iliac vein occurred when the sheath was advanced from the right groin. A venogram confirmed that the sheath caused the dissection. A bridge balloon was placed, but a subsequent venogram showed the dissection remained compromised. A graft was placed to prevent further bleeding. The event led to an extension of the patient's hospitalization. The procedure was completed successfully, and the patient was stable. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.